Event description:
The report stated that "the balloon was ruptured when tested before use. The amount of air was appropriate since the limited volume syringe was used. It was also confirmed with the distributor that there were no problems with the storage of the catheter." No patient injury was reported.

Manufacturer narrative:
One catheter was returned with monoject volume limited syringe. An edwards contamination shield was returned separately and appeared not used. The balloon was ruptured at the center area of the latex. The rupture size was 0.050" x 0.050" and the edges at the rupture site could not be matched up, indicating that some material may have been missing. All through lumens were patent without any leakage or occlusion. All through lumens were tested for patency and leakage as follows: a 12cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip and the entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. No visible damage was observed on the catheter body or returned syringe. Visual examinations were performed under 10x magnification. A device history record review was completed and documented that device met all specifications upon distribution. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.